Event description:
Upon further follow up, the peritoneal dialysis registered nurse (pdrn) stated that a pd culture was obtained from the patient and it yielded an elevated white blood cell (wbc) count of 620 and no organism growth. The patient was treated with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis; details on the administration of gentamycin (dose, frequency, and duration) were not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis. The cause of the peritonitis has been attributed to a breach in aseptic technique as stated by the patient. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. In addition, most cases of pd related peritonitis are due to a breach in aseptic technique resulting in contamination during treatment set-up. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient on peritoneal dialysis (pd) reported that their pd clinic had filled them with antibiotics. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was revealed that the patient presented to the pd clinic on (B)(6) 2020 with cloudy pd effluent and abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamycin (dose, frequency, and duration unknown). The pd effluent culture resulted negative for growth; however, the white cell count was 600 (unknown units). The patient admitted to having a breach in aseptic technique prior to the peritonitis event.